Manufacturer narrative:
Concomitant medical products: 4196-88 lead implanted: (B)(6) 2013; 5554-45 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinic nurse that the right ventricular (rv) lead triggered nuisance alerts for low rvtip/rvcoil pacing impedance. The patient is programmed bipolar for rv lead pace/sense. The rv lead remains in use. No patient complications have been reported as a result of this event.